Event description:
The tcs straight driver tip sheared off inside the screw head at the point of contact with the hex drive feature. The tip of the driver was left inside the implant.

Manufacturer narrative:
The surgeon was able to seat the screw far enough to engage the anti-back out mechanism found on the locking screw assembly. However, the surgeon continued to advance the screw at which time the tip of the straight driver sheared off. The procedure was completed as planned. Part number 5210-1004 straight driver #6 hex lot #g150101 was returned and a evaluation confirmed that the tip of the hex driver had sheared off. Device history records indicate instruments were within specification prior to being released for use.